Event description:
The vent was alarming. The rn entered the room and saw a "malfunction error" message on the screen. Rn disconnected the patient and ambu-bagged him while calling for assistance. No patient harm or change in vital signs. The ventilator was changed out by respiratory therapy.